Event description:
Customer reported receiving inaccurate low glucose readings from their freestyle flash meter. Customer reported experiencing symptoms of "feeling faint and weird". Customer reported going to hosp where she was diagnosed with severe hyperglycemia and treated with add'l dosage of insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.